Event description:
Caller alleged imprecision with inratio. Results as follows: 2006: first test inr = 3.2, second test inr = 2.4.

Manufacturer narrative:
Inratio precision data provided by end-user lot 060218: 2006: first test inr = 3.2, second test inr = 2.4. Mean = 2.8; sd = 0.56; %cv = 20%. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time.